Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Attempts for the serial numbers of the leads and there placement were unsuccessful. Therefore both the leads were added to the medwatch report. Please note only one had the vegetation. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient has had complaints of fever on and off with chills and rigors for two years. There have been multiple episodes that improve with medications and then reoccur. An echocardiogram was performed and large vegetation on the right ventricular lead was observed. The patient was diagnosed with infective endocarditis, vegetation on the right pacing lead with staph epidermis. The device and leads were implanted and replaced. No further patient complications have been reported as a result of this event.